Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed right ventricular (rv) lead oversensing with a high number of short v-v intervals. In addition, the implantable pulse generator (ipg) was categorizing the oversensing as ventricular tachycardia (vt). The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.